Event description:
It was reported during an aneurysm coiling procedure, that the last coil would not detach. In addition, the circumstances around the event indicated that after deployment of the first coil, the aneurysm ruptured. The physician attempted to stop the hemorrhage with the hyperform balloon and deployed 4 more coils. However, the pt's arterial blood pressure rose above 300mmhg and a cardiac arrest occurred. After one hour of resuscitation, the pt expired. The physician indicated that the event was not product related.